Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) would not work. The caller stated the staff had tried two vses, but both were not working. The caller stated they power cycled the e-100, but the issue remained. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no related issue. The isi tse walked the caller through a hard power cycle of the e-100, but the issue remained. The isi tse had the caller plug the vse into the erbe and the issue was resolved. The caller was frustrated with this issue due to the system being recently serviced and hung up. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was first identified after port placement when plugging the vse into the e-100. They were never able to activate energy with the e-100 and there were appropriately no sealing tones heard. The procedure was completed robotically with the erbe. There was no harm to the patient. The erbe took twice as long as the e-100 normally would complete the seals, but there were no insufficient sealing issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse tested a vessel sealer extend (vse) on the e-100 and replaced it for a new e-100. On the suspect e-100, the isi fse discovered node configuration was missing. The isi fse enabled node configuration, which resolved the issue, and the e-100 was able to fire properly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 was analyzed and found to have no failure. This unit was installed into the test system, and it worked fine with vessel seal instrument installed. The technician used the vessel seal extend instrument with a saline dipped gauze in the jaws and fire yell pedal/sync activations cut/seal about 100 times and e-100 worked find without any issue. The technician power cycled 10x without any error or issue. The complaint was not confirmed based on failure analysis.